Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tw power supply completely stopped working. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. Internal complaint no - (B)(4).